Event description:
Event description cpi received information that interrogation of this implantable cardioverter defibrillator (ICD) exhibited noise on the stored electrograms with appropriate sensing and impedance measurements. The physician performed an invasive procedure to evaluate the system and noted a fracture on the rate sensing portion of the transvenous defibrillation lead. The physician deactivated the ICD and left the system implanted pending referral to another hospital which could perform a lead extraction.